Event description:
A home pt contacted baxter's technical service center for assistance in ending their automated peritoneal dialysis therapy early. Per initial report, while connecting their transfer set to the pt line of the homechoice set, the home pt inadvertently dropped the pt line on the floor while the cap was off. The home pt then proceeded to pick the pt line up off of the floor and connect it to their transfer set. The pt completed their initial drain and fill 1. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.